Event description:
It was reported that a patient had a loss of therapeutic effect since a battery revision in (B)(6). Since the revision, the patient had not felt stimulation up to 8.5 volts. There were impedance readings greater than 4000 ohms on all of the unipolar pairs. Impedances were tested at 1.5 volts and 330 pulse width and the electrode pair of the case and 0 was 1262 ohms. All other pairs were greater than 4000 ohms. The patient was able to feel stimulation on the case and 0, but it was unknown if it was comfortable, in the correct location, or provided therapy benefit. A possibly surgical revision was discussed and was likely. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v581950, implanted: (B)(6) 2010, product type: lead. (B)(4).